Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficult inserting or removing the guide wire could not be confirmed as the returned unknown 0.038-inch guide wire and a proxy abbott 0.038-inch guide wires were backloaded and frontloaded without resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty inserting the device over the guide wire or removing the guidewire from the device include, but not limited to, patient femoral vessel/anatomy variables, occlusion of the sheath (due to excessive blood clot or other biological matters), skin incision does not accommodate outer diameter of device. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device after an cardiac pulsed field ablation interventional procedure using a 6f sheath. Reportedly, the prostyle device encountered resistance and would not advance over the guidewire and was stuck over the wire. The wire would not advance or retract from the device without significant force. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.